Manufacturer narrative:
(B)(4). Device passed displacement test. Pump error alarmed during self test and confirmed in device history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert error. Customer's blood glucose level was unknown. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated that after performing self test multiple insulin pump error occurred. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.